Manufacturer narrative:
This report is submitted on january 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [69416-device analysis report.pdf]

Event description:
Per the clinic, the patient experienced infection and migration of the electrode array into the ear canal. Subsequently the device was explanted on (B)(6) 2016.